Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system exhibited high capture thresholds and pacing anomalies. As a result, this right ventricular (rv) lead was revised. This rv lead remains in service. No additional adverse patient effects were reported.